Event description:
It was reported that the lead was returned for analysis after 3.1 months of service life because of inadequate shocks and high v.pacing lead impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: lfj122176v no anomalies found ; full lead returned for analysis.